Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. It is standard clinical practice to tighten all connections and flush the introducer prior to insertion into the patient. If a leak in the backform is undetected at routine pre-insertion flushing, the introducer could leak during use and need to be exchanged for a new one. Exchanging the introducer can be done over a guidewire with a minimal delay in therapy and would not require a new venous access. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, when medications were injected in this introducer sheath, there was drug leakage at the hub. Furthermore, now customer is putting microspore tape around the hub to prevent further problems. The device is not available for examination as it was discarded. Inquired of patient demographics. Unable to be obtained.